Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure. This incident occurred within the last 3 months. The pt had a large abdomen and scar tissue at the arteriotomy site. Difficulties were encountered during deployment where the black compaction marker was not visible after cinching down the collagen, hemostasis was achieved. Sometime later the pt felt and heard a popping sensation and bleeding at the arteriotomy site began. The pt underwent surgical repair of the arteriotomy site. The angio-seal was removed and the physician stated the anchor was found in the tissue tract as if it pulled through the artery.